Event description:
The customer reported that this implantable lead was surgically abandoned (capped) during a device changeout procedure due to chronic high thresholds (measurements not provided to customer). A new lead was successfully implanted. To date, there have been no adverse pt effects reported. The lead was actively implanted for approximately 11 years.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new lead was implanted, and to date, there have been no adverse pt effects reported. The event will be re-evaluated if additional information becomes available. Threshold evaluation is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.